Event description:
It was reported that, during a shoulder instability procedure, the specialist used the 2.3 osteoraptor suture anchor, the step-by-step installation of the implant was performed, and it was placed when the verification was done. It was observed inside the bone and it was firm when the tissue was placed and it was still firm when the knotting was done. After that the implant was floating inside the joint and it came out of its fixation point. In consequence, the specialist decided to remove it and put in another one because it was no longer useful. The surgery was resumed with a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and suture string. The suture string is intact and through the suture window of the anchor. There is no kinking or other damage to the suture string. There is debris on all returned items. A functional evaluation could not be performed due to the anchor and suture string being off the insertion device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined. Factors, which could have contributed to the reported event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.